Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jun-2018 with the following findings: during investigation, the keypad rubber was detached/missing. The contrast, up arrow, and down arrow keypad buttons were responsive to user input. The ok keypad button was intermittently responsive. The keypad was removed to find the ok button contact was inverted. Moisture contamination was found under the ok button contact. Evidence of moisture contamination was found inside the battery compartment. A leak test showed leaks at the keypad and battery compartment crack. The pump case was removed to find no evidence of additional moisture inside the pump. The ok keypad button was intermittently responsive due to an inverted button contact and moisture contamination. Unrelated to the original complaint, the battery compartment was cracked in the thread area and below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the keypad buttons were under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no serious injury associated with the complaint.